Event description:
It was reported via sprinkler that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient experienced hypoglycemic seizure at work while the meter (presumed to be the cgm) was 40 mg/dl higher than the bg. There was no other information provided. Attempts to follow up with the reporter was not possible as there was no reporter or patient information provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 40 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.